Event description:
The customer reported the image is not displayed. The fse clarified there was an intermittent loss of live image. This issue will cause the sys to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The interconnect cable connector was reseated during the svc call. The sys was tested and found to be working as intended and put back into svc.